Manufacturer narrative:
We are now investigating this case. This case is coded with "allergic arthritis" in meddra (ver. 11.0) by manufacturer. Our medical advisor's comment: goldberg et al. Reported that pseudoseptic reaction is typical synvisc incidents not seen for hyaluronan preparations in clin orthop 2004; 419: 130-137. Synvisc is produced by covalently cross-linking hyaluronan molecules using formaldehyde and vinylsulfone. The distinctive clinical characteristics are as follows; severe inflammation of the joint often with significant cellular effusion and significant pain normally occurring within 24 and 72 hours after intra-articular injection, it typically occurs after exposure to more than one injection or before sensitization, such as the second or third injection of first course, sepsis or pseudogout are ruled out because of the absence of infectious agents and calcium pyrophosphate crystals in the synovial fluid, other distinctive characteristics may included high numbers of mononuclear cells (predominantly macrophage and occasionally increased eosinophils) infiltrating the synovial fluid from surrounding membrane, pseudosepsis generally is not self-limiting and often requires clinical intervention (arthrocentesis, intraarticular steroid injection, nonsteroidal anti-inflammatory drugs). We believe this case may not be a pseudoseptic reaction described by goldberg et al. Since this case does not meet the criteria for above. This is a case of severe inflammatory response with increased wbc count and high percentage of neutrophils in synovial fluid and significant crp value. The injecting physician denied the possibility of septic arthritis based on the results of gram-stain and culture. But possibility of infectious arthritis cannot be ruled out just because bacteria detection rate in bacterial culture of the synovial fluid is generally low even though bacterial culture was negative. In addition, it is possible that the pt was given continous antibiotics administration but the primary causative bacteria may have the antibiotics resistance. Infection is strongly suspected based on the symptoms and clinical course.

Event description:
Event: pseudoseptic reaction: 2008 - a female pt has received supartz tolerated well. On six months later - she had 1st injection of supartz. On two days later - she contacted her injecting physician and complained of pain, swelling to knee joint, and warmness. In addition, the pt stated that she could not walk. The physician aspirated 20 cc of fluid from the knee and tested it. Pt wbc was around 20,000/cmm and the following day increased to 85,000/cmm. She was administered antibiotics and was unresponsive. The gram-stain and culture were both negative. The physician debrided the area and continued with antibiotics. The physician stated he has discontinued her supartz therapy. On the same month - she received arthroscopy twice with washout debridement; both were negative for cultures and gram stain. As of that month, the physician is holding off on cortisone in case it is a culture negative infection after all. She is under anti-inflammatory medication and antibiotics. On fifteen days later - she is currently taking anti-inflammatory and antibiotics. The injecting physician believed that the pt experienced a pseudoseptic reaction to supartz therapy. Initially the wbc could not be determined because the specimen clotted. In addition, the pt did not clinically improve after one week of antibiotic regimen. The diagnosis of the injecting physician was reconfirmed as a pseudoseptic reaction, and the physician stated because he can't absolutely state the supartz was related, he would state, "possibly".